Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain"), pregnancy with contraceptive device ("pregnancy (miscarriage)"), abortion spontaneous ("pregnancy (miscarriage)") and genital haemorrhage ("abnormal bleeding (general)") in a 37-year-old female patient (gravida 5, para 4) who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included parity 4 (B)(6)1992, (B)(6)1994, (B)(6)2001, (B)(6)2012) and multigravida. Concurrent conditions included obesity. On (B)(6)2013, the patient had essure inserted. In (B)(6)2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("heavy vaginal bleeding/ abnormal bleeding (vaginal, )"), migraine ("migraine headaches/ migraines / headaches"), menorrhagia ("abnormal bleeding (menorrhagia)"), the first episode of female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), fatigue ("fatigue"), nausea ("nausea") and the second episode of female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In 2013, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant) and vaginal discharge ("vaginal discharge"). In (B)(6)2013, the patient experienced dysmenorrhoea ("painful menstrual cycles/dysmenorrhea (cramping)") and dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"). In (B)(6)2014, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("lower back pain"), feeling abnormal ("brain fog"), abdominal distension ("bloating"), abdominal pain lower ("lower abdominal pain"), arthralgia ("joint pain") and weight increased ("weight gain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (she had salpingectomy surgery to remove the essure implant.). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, vaginal haemorrhage, dyspareunia, migraine, menorrhagia, abdominal distension, nausea, vaginal discharge and weight increased had resolved, the pregnancy with contraceptive device, abortion spontaneous, genital haemorrhage, dysmenorrhoea, abdominal pain, feeling abnormal, bladder disorder, urinary tract disorder, fatigue and the last episode of female sexual dysfunction outcome was unknown and the back pain, abdominal pain lower and arthralgia had not resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abortion spontaneous, arthralgia, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device, urinary tract disorder, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of female sexual dysfunction and the second episode of female sexual dysfunction to be related to essure. The reporter commented: she did not claim that essure worsened a previously existing injury/condition. Patient experience another pregnancy episode which captured under case (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.4 kg/sqm. Current weight: 215 lbs. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-oct-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain"), pregnancy with contraceptive device ("pregnancy (miscarriage)"), abortion spontaneous ("pregnancy (miscarriage)") and genital haemorrhage ("abnormal bleeding (general)") in a 37-year-old female patient (gravida 5, para 4) who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included parity 4 ((B)(6) 1992, (B)(6) 1994, (B)(6) 2001, (B)(6) 2012) and multigravida. Concurrent conditions included obesity. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced abortion spontaneous (seriousness criterion medically significant) and vaginal discharge ("vaginal discharge"). In (B)(6) 2013, the patient experienced fatigue ("fatigue"), nausea ("nausea") and the first episode of female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2013, the patient experienced dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("heavy vaginal bleeding/ abnormal bleeding (vaginal, )"), dysmenorrhoea ("painful menstrual cycles/dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), back pain ("lower back pain"), migraine ("migraine headaches/ migraines / headaches"), feeling abnormal ("brain fog"), menorrhagia ("abnormal bleeding (menorrhagia)"), the second episode of female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), abdominal distension ("bloating"), abdominal pain lower ("lower abdominal pain"), arthralgia ("joint pain") and weight increased ("weight gain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (she had salpingectomy surgery to remove the essure implant.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, dyspareunia, migraine, menorrhagia, abdominal distension, nausea, vaginal discharge and weight increased had resolved, the pregnancy with contraceptive device, abortion spontaneous, genital haemorrhage, dysmenorrhoea, abdominal pain, feeling abnormal, the last episode of female sexual dysfunction, bladder disorder, urinary tract disorder and fatigue outcome was unknown and the back pain, abdominal pain lower and arthralgia had not resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abortion spontaneous, arthralgia, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device, urinary tract disorder, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of female sexual dysfunction and the second episode of female sexual dysfunction to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.4 kg/sqm. Current weight: 215 lbs. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-aug-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain"), pregnancy with contraceptive device ("pregnancy (miscarriage)"), abortion spontaneous ("pregnancy (miscarriage)") and genital haemorrhage ("abnormal bleeding (general)") in a 37-year-old female patient (gravida 5, para 4) who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included parity 4 ((B)(6) 1992, (B)(6) 1994, (B)(6) 2001, (B)(6) 2012) and multigravida. Concurrent conditions included obesity. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced abortion spontaneous (seriousness criterion medically significant) and vaginal discharge ("vaginal discharge"). In (B)(6) 2013, the patient experienced fatigue ("fatigue"), nausea ("nausea") and the first episode of female sexual dysfunction ("apareunia (inability to have sexual "intercourse")"). In (B)(6) 2013, the patient experienced dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("heavy vaginal bleeding/ abnormal bleeding (vaginal, )"), dysmenorrhoea ("painful menstrual cycles/dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), back pain ("lower back pain"), migraine ("migraine headaches/ migraines / headaches"), feeling abnormal ("brain fog"), menorrhagia ("abnormal bleeding (menorrhagia)"), the second episode of female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), abdominal distension ("bloating"), abdominal pain lower ("lower abdominal pain"), arthralgia ("joint pain") and weight increased ("weight gain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (she had salpingectomy surgery to remove the essure implant.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, dyspareunia, migraine, menorrhagia, abdominal distension, nausea, vaginal discharge and weight increased had resolved, the pregnancy with contraceptive device, abortion spontaneous, genital haemorrhage, dysmenorrhoea, abdominal pain, feeling abnormal, the last episode of female sexual dysfunction, bladder disorder, urinary tract disorder and fatigue outcome was unknown and the back pain, abdominal pain lower and arthralgia had not resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abortion spontaneous, arthralgia, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device, urinary tract disorder, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of female sexual dysfunction and the second episode of female sexual dysfunction to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.4 kg/sqm. Current weight: 215 lbs. Most recent follow-up information incorporated above includes: on 4-apr-2018: plaintiff fact sheet and medical records received. Plaintiff demographics added. Essure indication and implant date updated (previously reported as (B)(6) 2013).. New events pregnancy (stillbirth or miscarriage), device ineffective, abnormal bleeding (general), abnormal bleeding (menorrhagia), apareunia (inability to have sexual intercourse), bladder or urinary problems or changes, fatigue, bloating, nausea, joint pain, lower abdominal pain, vaginal discharge and weight gain were added incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("heavy vaginal bleeding"), dysmenorrhoea ("painful menstrual cycles"), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain"), back pain ("lower back pain"), migraine ("migraine headaches") and feeling abnormal ("brain fog"). The patient was treated with surgery (she had salpingectomy surgery to remove the essure implant.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, dysmenorrhoea, dyspareunia, abdominal pain, back pain, migraine and feeling abnormal outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, feeling abnormal, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.